Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave a primary audible alarm out of range. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and missing plunger case seal and there was a non-original equipment management (OEM) super cap was found on main printed circuit board (pcb). A review of the event history log identified primary audible alarm background (bgnd) test. During functional testing using the occlusion test the reported issue was unable to be duplicated. The root cause of issue was unable to be determined. Device will be quarantine due to non-OEM super cap was found on main pbc. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
Information was received on 10-jan-2022 indicating that there was no patient involvement in this event.